Manufacturer narrative:
(B)(4). The insulin pump was not received in stuck manufacturing mode. The pump passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Power management parameters graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. No unexpected pump error alarm noted during testing. Pump error alarm, and low battery alarm was noted in the download formatted history file due to intermittent non-sleep anomaly software error. The pump was received with cracked retainer, minor scratched display window, fading serial number label, pillowing keypad overlay and scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the customer received with power error detected alarm every 4 hours. The blood glucose was unknown at the time of the incident. The insulin pump will be returned for analysis.